Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump went into the laundry and got wet. Subsequently, the pump shut off and became unresponsive. The pump was connected to a power source however was unable to be turned on. The customer's blood glucose (bg) level elevated to 541 (mg/dl) with trace ketones due to not being able to use the pump. An injection via insulin pen was used to address bg level. Reportedly the customer will use manual injections as alternate insulin therapy.